Event description:
Overdelivery reported. It was reported that pump was infusing normal saline in a 1000ml container at rate of 900ml/h with a dose limit of 300ml. The pump reportedly delivered 650ml before alarming. There was no report of pt harm or adverse pt reaction. The pt was subsequently discharged home with no adverse sequelae related to this incident. Attempts to obtain additional pt and event info were unsuccessful. The customer contact cited pt confidentially and stated "no further info will be released."